Event description:
The manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused chest pain and facial cancer. The patient did not report receiving any medical intervention. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging chest pain and cancer on face related to a CPAP device's sound abatement foam. This event is assessed as related to the device in this case. Based on the available information, the manufacture concludes further investigation is warranted to confirm any definitive causal relationship between the event and possible failure. There was no medical intervention required by the patient. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting an updated report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this updated report will be filed. Section h6 updated in this report. Section h6 was corrected which captured wrong in initial report.